Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported through patient outcome that the patient underwent a transplant. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the event. The device was not returned for evaluation. Although no specific adverse events or device-related issues were reported, the heartmate 3 lvas IFU outlines the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient underwent a transplant. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device was explanted. The device will not be returned for evaluation.